Manufacturer narrative:
The referenced percutaneous lead(driveline) replacement was reported under medwatch MFR report# 2916596-2018-01295. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad percutaneous lead (driveline) had been previously replaced. The patient was then readmitted due to the lvad producing driveline fault alarms. A log file reviewed by the manufacturer¿s technical service representative confirmed driveline faults post driveline replacement. The lvad was connected to an ungrounded power module patient cable and sent home. The plan was to continue to monitor the patient during clinic visits.